Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; curved opening on radius and green particles in the shell. Leak test and microscopic analysis was performed which identified; curved sharp opening on valve bond edge and linear striated opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.3, d.7, d.10, h.3, h.6

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g1, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.